Manufacturer narrative:
Note: this is a (B)(6) complaint and "fiber excess" is interpreted as excessive fiberlife activity. Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward and is protruding from the metal cap; the fiber bevel edge at the output window has shifted forward. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, "fiber excess" was observed. The fiber was replaced and the procedure was completed using a second fiber. There was no patient injury reported.